Manufacturer narrative:
As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported event of helix damage was not confirmed. Visual and x-ray examinations did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a follow-up, dislodgement was suspected on the right ventricular (rv) lead. A revision procedure was performed and there was helix damage observed on the rv lead. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable.

Event description:
Additional information was received that there was an increase in capture threshold and there was a failure to extend on the helix of the right ventricular (rv) lead. Dislodgement was also confirmed by diagnostic imaging.